Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion at device site and possible infection. There were no additional adverse patient effects reported. The rv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.